Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned and remained implanted in the patient. Therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the peg tube could not be mobilized. On (B)(6) 2018, the patient experienced suppuration of blood liquid from the stoma. On (B)(6) 2018, the patient's caregiver could not mobilize the peg tube and a bezoar and/or a buried bumper was suspected. In (B)(6) 2018, a nurse reported that when attempting to mobilize the duodopa tubes, some gastric content exited through the stoma. On (B)(6) 2018, it was reported that a gastroscopy revealed that the internal plate (internal bumper) was stuck to the stomach. The patient's j-tube was changed and the stuck internal plate was resolved at that time. Later, it was reported that the peg tube could not be mobilized again and the stoma was still secreting blood with gastric contents.